Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in pen packaging was provided for evaluation. The sample underwent visual inspection, and no defects were identified. During priming on the pump to replicate the reported defect, the sample demonstrated flow restriction. Occlusion testing confirmed the presence of occlusion in the returned sample. Subsequent dissection of the tubing revealed excessive solvent at the bonded joint between the tubing and the filter base. This solvent obstructed fluid flow and is likely the root cause of the air in line alarm on the pump. Based on the investigation finding, the sample was not within internal specification; therefore, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied excessive solvent on the tubing during the bonding process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: describe the event or problem: blood tubing malfunction. Rn attempted to clear air from line due to pump alert, multiple times. We tried re-priming it several times and switched the pump and it did not resolve the issue. There was no visible air in the line. This caused a delay in care for the patient and ultimately the patient did not receive full dose.